Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
Although no harm or injury was reported for this incident, the laryngoscope blade swiveling during patient intubation could cause a delay in securing the patient's airway and would pose a risk of serious harm or injury to the patient.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "the intubrite laryngoscope broke and blade swiveled from handle" regarding part 2015.c was confirmed. The root cause was not determined. A risk assessment was performed and the ultimate risk was determined to be medium but does not require the initiation of a CAPA. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. Complaints will continue to be monitored for possible trends.

Event description:
Although no harm or injury was reported for this incident, the laryngoscope blade swiveling during patient intubation could cause a delay in securing the patient's airway and would pose a risk of serious harm or injury to the patient.